Event description:
It was reported that stent damage occurred. The severely stenosed target lesion was located in the tortuous left circumflex artery. A 2.25x20mm promus element stent was advanced but failed to reach the lesion. The device was removed and it was noticed that the tip of the stent was deformed slightly. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Corrections: (d4) lot number corrected from 0022595291 to 0021245129. (D4) expiration date corrected from 02/19/2020 to 04/02/2019. (H4) device manufacture date corrected from 08/23/2018 to 10/04/2017. Device evaluated by MFR.: promus element, mr, ous 2.25x20 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The severely stenosed target lesion was located in the tortuous left circumflex artery. A 2.25x20mm promus element stent was advanced but failed to reach the lesion. The device was removed and it was noticed that the tip of the stent was deformed slightly. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.